Manufacturer narrative:
(B)(4). This condition was confirmed, as reuse of the disposable set during therapy was reported. However, the root cause could not be determined. The label review found the labeling adequate for the use error in this condition. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding an alarm which was received. The care giver (cg) stated that he changed out heater bag in the middle of therapy. The technical service representative (tsr) had the cg end therapy and explained proper procedures regarding disconnecting bags. The tsr advised the cg to start over with new supplies and the cg understood. There was patient involvement, however no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the cg on (B)(4) 2013. The cg stated that he had spoke with the patient's nurse about the incident. Therapy since this event has been going well and there were no adverse effects reported in relation to this event.